Manufacturer narrative:
Additional product analysis information: main printed circuit board assembly out of electrical specification. The complaint was confirmed. Incoming test failed with ¿vent 0.8 mv sense¿ error. Main board, lead flex and battery flex needed to be replaced to rectify the error. Also, bail cover (2), ring cover, battery drawer were found broken. Bail attachment (2), ring attachment was missing. Display was flickering after turning on. Refixed the flex cables and the problem was solved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a non-working display. It was also indicated that the drawer o-ring needed replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a non-working display. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the external pulse generator (epg) was returned to the customer unrepaired at the request of the customer. If information is provided in the future, a supplemental report will be issued.